Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6)2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml gablofen at 100 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the products were explanted due to a klebsiella infection. The explant occurred on (B)(6) 2019. The infection will be treated, and in about 6 months to a year they will think about another implant if it is still a necessity for this patients healthcare needs. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.